Event description:
Device malfunction: thumb advancer resistance, detached vessel locator assembly. Time of device malfunction: during vessel closure. Symptoms/ae: surgical removal and hemostasis. It was reported that a technician trained in the use of the starclose device attempted arteriotomy closure of the profunda femoris artery after an interventional procedure. Reportedly, during step 3 (sheath splitting) the thumb advancer stroke, excessive resistance was felt. After clip deployment the distal portion of the nylon shaft, wire controller and complete vessel locator wing assembly detached in the vessel. The wire controller protruded through the center of the clip but the clip still achieved hemostasis. The detached device parts and the clip were surgically removed. The artery was surgically sutured to achieve hemostasis. The patient was discharged the next day as planned. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the device is being held by the user facility risk management. If the device is received, a follow-up report will be submitted. The lot number was not identified; therefore, a device history record review could not be performed. (Against IFU) the starclose instructions for use state, "do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of the small lumen.)" Additionally, "do not advance the thumb advancer against excessive force. If excessive force is experienced while advancing the thumb advancer, it may be due to the clip delivery tube carving into the nylon shaft."